Manufacturer narrative:
The instrument was received for evaluation on (B)(4) 2013. The instrument has not yet been evaluated; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the mega needle driver instrument cable was noted to be broken. No patient harm, adverse outcome or injury was reported.